Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2021-02362.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
A4 - patient weight was obtained via follow-up and has been provided.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2021-02362.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, an attempt was made to obtain complete patient information.

Event description:
Device 1 of 2. Reference MFR. Report #: 3006705815-2021-02362. It was reported the patient plans to undergo surgical intervention due to lead migration.